Manufacturer narrative:
(B)(4)

Event description:
It was reported that break button was stuck. During procedure, a 1.50mm rotalink¿ plus was advance to the lesion on dynaglide mode. However, the brake button was stuck as it could not be unlock and it kept on pressed position. The device was then simply pulled out and when checked outside patient's body the button seems to back to normal after the customer touched the unlock button several times. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection of the brake button and advancer were performed and observed no damage or irregularities. The brake button was received in the as-manufactured position. The brake button was tested and was able to be pressed and released with no issues and did not stick in one position. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system and brake was tested with the rotawire, the brake worked properly with no issues. Also, the advancer was opened and the brake was examined and there was no damage or irregularities to the brake or the inside the advancer at the brake location. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that break button was stuck. During procedure, a 1.50mm rotalink¿ plus was advance to the lesion on dynaglide mode. However, the brake button was stuck as it could not be unlock and it kept on pressed position. The device was then simply pulled out and when checked outside patient's body the button seems to back to normal after the customer touched the unlock button several times. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.